Event description:
Reportedly, an inappropriate shock was delivered to the patient on (B)(6) 2020, possibly due to noise oversensing on both atrial and ventricular channels. Preliminary analysis revealed that noise oversensing on both atrial and ventricular channels most probably resulted from electromagnetic interferences (emi) at 50 hz.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an inappropriate shock was delivered to the patient on (B)(6) 2020, possibly due to noise oversensing on both atrial and ventricular channels. Preliminary analysis revealed that noise oversensing on both atrial and ventricular channels most probably resulted from electromagnetic interferences (emi) at 50 hz.